Event description:
Pt status post plate and screw implantation, pt returned to surgeon's office complaining of pain and an x-ray showed one screw backing out of the plate. Pt decided to select another surgeon, and it is not known if the pt will be revised. This is two of two reports for this event.

Manufacturer narrative:
Explant not reported to synthes. Synthes is unable to provide the MFR, PMA/510k #, and/or the date of MFR without a part or lot#. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part or lot# was provided.